Manufacturer narrative:
Corrected data: the initial MDR submission should have included component code 4734. The section below has been updated in this filing: section h6: component codes: 4734 ¿ ejector. Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: january 31, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the complaint lens stuck inside of the cartridge and with the lens overridden by the plunger rod. The cartridge could be observed to be damaged by the plunger rod, in a way consistent with a handpiece that had excessive force applied to it. The plunger tip could be observed to be damaged and separated from the pushrod hub, in a way consistent with a plunger rod that was retracted while the pushrod was stuck in the cartridge. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issues were identified. The complaint issue of plunger rod issue was identified during the product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens could not be implanted because the plunger broke the lens. No additional information was received.